Event description:
As reported from our affiliates in belgium, this was a case with a 29mm sapien 3 valve in aortic position. The chosen access side was right femoral artery. During the procedure, some resistance was noted while advancing the delivery system through the guidewire, but it was managed. However, there was a lot of resistance while advancing the delivery system through the sheath, causing the delivery system and valve to exit through the middle part of the sheath just under the bifurcation. Since it was not possible to move forth nor backwards the system, the safari wire was given up to get more support with the e-wire. At this moment, the delivery system and valve could be moved up and valve alignment was performed. Since there was no wire in the ventricle, the valve was deployed in the descending aorta. A new kit was prepared and, in this case, the esheath was introduced with the edwards logo not in the upper part. The second valve was successfully deployed. Patient outcome was good.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01017. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mesio, procedural video and post procedural imagery were examined, and the following was observed: tortuosity and calcification present at the access vessel. Undersize vessel on the access site. Delivery system with crimped valve out of sheath path during delivery system insertion. Liner puncture. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for inability to advance through sheath and liner puncture were confirmed through evaluation of imagery provided. Available information suggests that patient factors (tortuosity, calcification, undersize vessel) likely contributed to the event as per 3mensio imagery, there were presence of tortuosity and calcification at the patient's access vessel. Based on provided 3mesio imagery, the minimum diameter of the patient access vessel is 5.2mm. As per IFU, the minimum size for a 14fr esheath is 5.5mm and for a 16fr esheath is 6.0 mm. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.